Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed the issue was related to user error. No site visit was conducted.

Event description:
It was reported that during a da vinci assisted surgical procedure, after the surgeon removed a foot from the energy pedal, the activation tone continued as if energy were still firing. The site reported that the surgeon then tapped the pedal again, which stopped the tone, and the procedure was continued.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no unintended injury to the patient and the procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.